Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed. Additional evaluation findings are as followed: due to a pinhole on channel tube water tightness was lost, adhesive on bending section cover has a chip, scope cover unit was deformed, scope cover unit had a scratch, due to wear of angle wire bending angle in up direction did not meet the standard value, due to damage on channel tube channel cleaning brush could not be inserted smoothly, control unit had a scratch, switch box had a scratch, grip had a scratch, up/down angulation lever plate had a scratch, insertion tube rotation ring had a scratch, universal cord had a scratch, and suction connector had a scratch. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that the evis lucera elite bronchovideoscope had water leak from the tip. The device was returned for evaluation. During evaluation the following reportable malfunction was found: forceps stopper was chipped. There was no patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the observed scraped forceps channel could not be determined, however, the issue was likely the result of physical stress and or external factors. The event can be prevented by following the instructions for use which state: chapter 3 preparation and inspection 3.3 endoscope inspection. Inspection of entire endoscope 1. Check visually and by touch that there are no major scratches, deformations, loose parts, or other abnormalities on the exterior of the control section or scope connector. 2. Visually check that there are no bends, twists, bulges, or other abnormalities near the boundary between the oredome part and the insertion part. 3. Cracks, dents, bulges, edges, scratches, metal wires protruding from inside, protrusions, sagging, deformation, bending, adhesion of foreign matter, falling parts, etc. On the outer surface of the entire length of the insertion tube, including the curved part and tip. Visually check that there are no abnormalities. Olympus will continue to monitor field performance for this device.